Event description:
Per importer's MDR: provider states the crossbrace snapped in half where the bolt goes through while the end-user was going down driveway at an angle. Provider doesn't have any additional information due to language barrier.